Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported that the catheter was placed on (B)(6), and the fasteners of the extension tube were confirmed to have been engaged properly. On (B)(6), the fasteners came off and it became loosened. The customer revealed that the fasteners of the extension tube had a problem. A new extension tube was used subsequently. The patient was pacified and no other event occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. An investigation was conducted based on the known detail surrounding the event, the returned sample, and the provided product information. Based on analysis of the returned groshong connector, the complaint of loose connection of the connector is inconclusive. After evaluation of the returned device, the complaint could not be confirmed due to the condition of the returned sample. Attempts at disassembling the device was unremarkable.

Event description:
Customer reported that the catheter was placed on may 24, and the fasteners of the extension tube were confirmed to have been engaged properly. On june 7, the fasteners came off and it became loosened. The customer revealed that the fasteners of the extension tube had a problem. A new extension tube was used subsequently. The patient was pacified and no other event occurred.